Manufacturer narrative:
Another event occuring at similar time for the same study subject was reported under 1020279-2017-00291. Another event occuring at the same time for the same study subject was reported under 1020279-2017-00292.

Event description:
It was reported through clinical study that the subject received medication in order to address right knee redness. Severity was deemed moderate, event end date was reported (B)(6) 2012 with outcome resolved and remedial therapy given was reported to be: levaquin 50mg daily x7 days and keflex 500mg q6 hr. (B)(6) onwards.

Manufacturer narrative:
A reassessment done by the study investigator of the event reported through this report concluded that multiple previously reported events represent a single occurence of an event. For this reason we consider that event reported through this report represents a duplicate of the event reported through MDR 1020279-2017-00291. MDR 1020279-2017-00291 file will be updated and our investigation will continue against this event only.